Manufacturer narrative:
The customer was informed that the vac pac may have pinholes on the seams or the valve could be damaged. The customer was also informed that the vac pac can be connected to continuous suction or disconnected and capped during surgeries. The customer was provided information for storage, repair, testing and replacement of vac pac devives. Natus instructs users to check the device before and after each use and not to use the vac pac device if there is known damage or a leak. Users are also instructed to replace units older than two years that are used several times a week.

Event description:
The customer reported that the vac pac device softened at the end of lateral placement surgeries, even when connected to continuous suction. The customer reported that they use supports and/or belts to secure patients. The vac pac was purchased in (B)(6) 2017. The vac pac was also reported to have been used several times, and no visible damage was noted. There has been no report of patient injury, delay in patient care or safety/environmental concerns from the customer.